Event description:
It was reported that the external pulse generator (epg) had broken top connectors. The caller was advised that the epg had exceeded its service life, and they were informed on their replacement options. The current status of the epg is unknown. There was no patient involvement.